Event description:
During a laparoscopic inguinal hernia repair with mesh, the physician was about to secure the mesh with sorbafix but the device was defective and misfired. They were unable to secure the mesh. No patient injury.